Manufacturer narrative:
An effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report number: 3005334138-2018-00385, 2182269-2018-00131, 3008452825-2018-00359, 3008452825-2018-00360. Following an atrial fibrillation ablation procedure, a pericardial effusion occurred. Approximately two hours following the procedure the patient developed pain and became hypotensive. An echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. The patient was discharged two days later. There were no performance issues with any abbott device.